Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that an anesthesiologist used a catheter for central venous catheter placement in an ICU patient. The procedure began through the right subclavian vein using a guidewire. However, due to the guidewire getting stuck and the spring detaching from the metal core, a second set was used. Unfortunately, the same issue occurred again, and during removal, the outer layer of the guidewire separated from the core. A final attempt was made from the femoral vein. Both guidewires were successfully removed non-surgically in one piece using gentle and steady traction under ultrasound guidance without any tissue damage. The associated emdr report numbers are 3006425876-2025-00318.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The photos show an unraveled guide wire, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of guide wire unraveled was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that an anesthesiologist used a catheter for central venous catheter placement in an ICU patient. The procedure began through the right subclavian vein using a guidewire. However, due to the guidewire getting stuck and the spring detaching from the metal core, a second set was used. Unfortunately, the same issue occurred again, and during removal, the outer layer of the guidewire separated from the core. A final attempt was made from the femoral vein. Both guidewires were successfully removed non-surgically in one piece using gentle and steady traction under ultrasound guidance without any tissue damage. The associated emdr report numbers are 3006425876-2025-00316 and 3006425876-2025-00318.